Event description:
Healthcare professional reported right side rupture via mammogram. Healthcare professional additionally reported "nonspecific focal edema and enhancement near the sternal margin on the right." Healthcare professional additionally reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken device assessed as fold flaw opening and observed missing shell assessed as inconclusive. Capsular contracture: unable to observe. Edema: unable to observe. As per the investigation procedure, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture via mammogram. Healthcare professional additionally reported "nonspecific focal edema and enhancement near the sternal margin on the right". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, d4, d6b, h6.

Event description:
Healthcare professional reported right side rupture via mammogram. Healthcare professional additionally reported "nonspecific focal edema and enhancement near the sternal margin on the right." Healthcare professional additionally reported capsular contracture, baker grade unknown. The device has been explanted.